Manufacturer narrative:
Additional information received on (B)(4) 2012 revealed that during the procedure, a stone was captured that was too large for the basket. The physician tried to release the stone, and the basket would not open. The physician then cut the wire of the device with scissors in order to release the stone and remove the device. No part of the device was left in the patient and there were no complications as a result of this event. Analysis of the zero tip retrieval basket revealed the basket and the distal end of the outer sheath were detached approximately 65.5cm from the basket of the blue strain relief and not returned for evaluation. The broken ends of the device that were received were examined under magnification and were consistent with being cut by a sharp object. The handle was able to actuate smoothly. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. The most probable root cause for this complaint is anticipated procedural complications.

Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device, and subsequent follow up, revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure on (B)(6) 2012. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, during the procedure, the cage on the basket broke, with all parts of the device remaining intact. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.